Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue; audio bolus button under responsive, pump exposed to water but reporter denies moisture ingress. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2017 with the following findings: on investigation, the audio bolus button cover was intact and without damage; however, the audio bolus button was unresponsive when tested. Investigation did not reveal any contamination of the button contact. The pump was opened for further investigation and revealed moisture damage inside the pump on the printed circuit board and the keypad flex connector.